Event description:
The initial reporter states that the pump free flowed. They stated that the pump "did not stop after infusion, that it kept going". Mmdg did follow up with the initial reporter who stated that they did not have any additional information to provide. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. The pump was serviced and returned to the customer.